Manufacturer narrative:
No frozen screen anomaly was noted on the insulin pump; however, the unit had intermittent response from one button due to corroded keypad traces. The unit also had minor scratches on the lcd window, cracked case at the display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump buttons were unresponsive while trying to calibrate the pump. The patient's blood glucose at the time of incident was 178 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.